Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was submitted for evaluation. The sample was visually evaluated, compared to drawing and it did not match the reported material. The sample was leak tested, and no leakage was detected. In an attempt to replicate the reported defect of the air-in-line, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No bubbles were observed in the tubing or alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches which meets the specification of 0.152-0.154 inches. Based on the results of the sample evaluation, the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: rn happened to notice a significant amount of air in tubing right after pump and right before connection to cap. This occurred approximately 6 hours after line change. This rn personally changed this line so can attest that there was no air in the line at the time of the line changed and that the med was primed on the pump. No pump alarm for air in tubing at any point in time. Rn switched tubing and pump and patient was clinically unchanged.